Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant of leadless implantable pulse generator (ipg) the delivery system changed shape due to "heat" because of long-term, repeated attempts to reach the patient's heart due to narrow patient anatomy. The ipg was removed and the procedure was completed with a conventional transvenous pacing system. No patient complications have been reported as a result of this event.